Event description:
It was reported that during a laparoscopic cholecystectomy procedure when moving the scope air was leaking at the reducer. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Customer's wife reported customer received a reading of 214 mg/dl from their freestyle freedom lite meter which was higher than they felt. Customer's wife also reported customer took his insulin medication according to the reading received then 40 minutes later, customer was "completely out of it" and not aware of his surroundings. Paramedics were called, and they obtained a reading of 25 mg/dl from an unspecified meter and treated customer with IV glucose. Customer was then transported to a health care facility where they continued the IV glucose, provided a meal and performed chest x-rays as well. No diagnosis from the health care facility was reported. In addition, customer's wife reported customer ate food and drank juice to counteract his medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The analysis results found that device (b) was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.